Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the surgeon pressed her foot on the cautery pedal, no cautery occurred at the surgical site. The surgical team then heard a crackle followed by a spark and the monopolar cord had broken at the base where it connects to the machine, and it caught on fire which went out after approximately 30 seconds. The fire did not reach the patient, staff or drapes so there was no harm to anyone in the room. It was reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.